Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported seeing an spo2 of 39% on the patient which did not match the clinical picture when using a philips mp 50 with fast via a mms module. Replacing the cable resolved the issue. These failures occurred in six beds in a small long term pediatric ventilator unit. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned cable was evaluated and found to be functioning as designed. No product performance issue identified, based on the investigation above, the customer complaint could not be duplicated.